Event description:
Customer reported blood glucose results of 49 mg/dl and 382 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. A request was made for the return of the system, replacement was sent.